Event description:
The subject device was used for a procedure of gynecology. The device failed during the colpotomy. There was no pt injury reported.

Manufacturer narrative:
The subject device in this report has not yet been returned to olympus medical systems corp (omsc) for eval. This will be supplemental if device eval becomes available.